Manufacturer narrative:
Though requested, the treatment tip and datalogs were not returned for evaluation. According to the thermage flx user manual, burns and blisters are known potential reactions to thermage flx treatments. The procedure produces heating in the upper layers of the skin and may cause burns, subsequent blistering, scab formations, and a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. As the product information was not provided, the device history record could not be reviewed. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. As the device is unavailable for evaluation, the treatment datalogs were not provided, nor was other device system information, no causal factors can be determined, and no conclusions can be drawn. At this time, no CAPA is necessary.

Event description:
A user facility reported blisters on the patients face during a thermage treatment. It was reported that a 900 rep face tip was used and a tip too warm error message displayed after completing 652 pulses. Available pictures were reviewed by the solta medical reviewer, which identified three to four visible blisters on both sides of the face. Though requested, no further information has been provided regarding the event. The user facility offers thermage flx treatments (but not any other type of thermage treatment) so it can be confirmed that the patient underwent a thermage flx treatment.